Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine (unknown concentration at 1.1 mg/day) via an implantable infusion pump. The indication for use was noted to be spinal pain. It was reported that the patient's pump has been turned on its side for the last "couple of months." The patient noted her doctor was aware of the pump's position. No patient symptoms were reported. No further complications were reported.